Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. The patient was referred to their clinic to further discuss findings. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).